Event description:
It was reported that while unloading the cot from the ambulance with patient onboard, the head end wheel set collapsed. Event occurred on a flat surface. There was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Bolts at the head end on the head end support bracket were too tight.